Manufacturer narrative:
The customer 's report defective tubing with unknown issues was confirmed. Inspection under magnification of the separated tubing end to the expected drip chamber component observed that it was likely torn off from the drip chamber component (in which the drip chamber component was likely removed by the customer prior to shipment). Additional measurement of this tubing noted it was within its specification of 24 inches. Inspection under magnification of the separated tubing end to the tubing adapter exit observed insufficient solvent. No obvious damages were observed with either the separated tubing end or tubing adapter; or with the rest of the set components. Additional measurement of this tubing noted it was within its specification of 59 inches. The root cause of the separation was identified as due to insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported defective tubing with unknown issues. There was no additional information about the patient, medication, or event provided.